Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the customer determined that the door repair was no longer necessary, as the equipment was scheduled to be replaced soon and sufficient storage space was available in the other auxiliary tower. The customer approved closing the work order, and no repair was required.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door hinge was broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.